Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation/valve issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that while testing a mentor smooth round moderate profile 200cc saline prosthesis during a primary breast augmentation a rupture at the valve portion of the device was present. This occurred before use the device was used on the patient. The procedure was continued using a new mentor smooth round moderate profile 200cc saline prosthesis. No adverse events were reported.